Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported by the account that force had to be used to remove the balloon from the anatomy as resistance was encountered. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) stated: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, it is unlikely that the IFU deviation contributed to the reported complaint and had to happen given the clinical situation. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. In this case, it is unlikely that the instruction for use (IFU) deviation contributed to the reported complaint and had to happen given the clinical situation. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, a conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the reported deflation issue contributed to the resistance met during removal since the balloon would not fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: excessive force.

Event description:
It was reported the procedure was to treat a mildly calcified and tortuous lesion in the right coronary artery (rca). The 4.0x12mm nc trek balloon dilatation catheter was used for post dilatation of a stent. The balloon was inflated once to 18 atmospheres (atm) however could not be fully deflated. The physician applied force to remove the balloon from the anatomy as resistance was encountered. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.